Event description:
It was reported that the capacity of the inner ear deteriorated during the last years, so that it was finally outside the indication criteria for a vibrant soundbridge and the pt had only very low hearing sensation with his implant. Additionally, hearing sensation had been fluctuating for some time. An accident or trauma is not known. The external parts were checked. The pt was explanted on (B)(6) 2011 and reimplanted with a cochlear implant.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report. This device has been mfg by symphonix corp. Vibrant med-el took over the assets from (B)(4) in 2003.